Manufacturer narrative:
Additional information: this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch: 6009690 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot: 6009690 was manufactured according to the work instruction (wi) version 81 and packaging in the multivac m12 on 19-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: assembly of the lot: 4k01583 was manufactured according to the wi version 27 and assembled in the quickset line, on 19-oct-2024, with a total of (B)(4) units. The sub-assembly: assembly of the lot: 4l02717 was manufactured according to the wi version 27 and assembled in the quickset line, on 15-nov-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot: 4k01561 was manufactured according to the wi version 42 and manufactured in the line mp04 and mp08, on 18-oct-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot: 4l01811 was manufactured according to the wi version 42 and manufactured in the line mp04, mp05 and mp08, on 13-nov-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in greece. It was reported that the patient faced an event of infusion set tubing detachment on (B)(6) 2025. The site was on the right side of patient's abdomen and pump was on right pocket. Moreover, the infusion set was used for one day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country:greece.